Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the wand was returned opened with a small plastic bag that has foreign material in it. Using the tappi chart the material was within the necessary specification. A functional evaluation revealed the wand generated plasma as intended. A review of workmanship standard, includes specification on the acceptable size of particles in sterile packaging. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of workmanship standard found the specification on the acceptable size of particles in sterile packaging. A visual inspection revealed the wand was returned opened with a small plastic bag that has foreign material in it. The returned foreign material was found to be within manufacturing specification. A functional evaluation revealed the wand generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed but no failure was found as the reported event was found to be within manufacturing specification. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during setup for an arthroscopy there was a foreign material inside the sterile wand package. The procedure was completed with a backup device an no delay or further complication reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.